Event description:
The following was reported to gore: on (B)(6) 2022, a patient presented for treatment of an aneurysm that included the use of a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device. The physician was performing a modified fenestrated case as a reintervention for two previously implanted suprarenal bare metal stents. The procedure utilized laser fenestration to access the celiac artery and a 12fr terumo nagare steerable sheath was used to advance the vbx device to the celiac artery. Upon withdrawing the sheath, it was noticed that the undeployed vbx device had become dislodged from the delivery catheter inside of the sheath due to the curvature of the terumo nagare steerable sheath. The dislodged stent remained within the sheath and was removed from the patient when the sheath was removed. The patient tolerated the procedure with no reported adverse impacts.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
The manufacturing records were reviewed the device lot met all pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation, therefore no device evaluation was possible.